Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a pt presented with a seroma approx 10 days following a hernia repair with trunk tissue transfer and abdominoplasty. The seroma was aspirated. No further details were provided.